Manufacturer narrative:
An investigation was conducted that included a 24 month trend analysis and product risk documentation. No trend was identified. No manufacturers lot code was provided. With no means to ascertain the manufacturer/asset line and day of production, no further device history record investigation can be performed at this time. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
On (B)(6) 2021, a regulatory authority report (FDA report #: mw5099298) was received from a consumer regarding a female of unreported age who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products included: deplin (l-methylfolate), minocycline, fish oil, and turmeric. On an unspecified date, the consumer started use of playtex sport plastic, unscented. On (B)(6) 2021, after using the product while she was having her period, the consumer noticed white stuff on the applicator. She took a closer look and it was cotton. It was frayed/shredded, and it "looked like the kind of dandelion you blow wishes on stuff." She looked at the other end of the applicator and the part that was supposed to be attached to the tampon just fell out of the applicator. The consumer immediately tried to remove the tampon with her fingers but couldn't. She began to experience vaginal discomfort and a burning sensation. She called her primary care doctor and went in. She took another unopened tampon from the same box. The doctor opened that tampon in her office to see and it crumbled in her hand. It took the doctor over an hour to get the defective tampon out of the consumer. The consumer is at high risk for infection so the doctor told her what to monitor for. As of (B)(6) 2021, the consumer was still experiencing vaginal pain and discomfort. The outcome of the burning sensation was not reported. No additional information was provided.